Event description:
A customer reported via phone call indicating that they needed assistance changing the time setting on their insulin pump. As the customer was assisted with setting the date and time the customer noticed that the buttons have a delayed response. The customer was offered a replacement insulin pump, but the customer declined. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.